Event description:
It was reported that the device had delivered inappropriate therapy for noise on the ventricular channel, indicative of a lead fracture. The lead will be replaced.

Event description:
New information received notes that externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. During the rv lead extraction procedure, the patient developed cardiac tamponade. The physician attempted to perform a pericardiocentesis, but the patients blood pressure continued to drop and the patient expired.

Manufacturer narrative:
(B)(4).